Event description:
It was reported that the pt had trouble charging. The recharger displayed the reposition antenna and start charge screen. An over-discharge was suspected. The pt had not charge her stimulator for (B)(6). On (B)(6) 2011 impedance testing showed the device was within normal limits. Xrays revealed migration of the leads. The pt was scheduled for a lead revision as she was not getting adequate coverage of pain areas, as well as replacement of the implantable neurostimulator, as it would no longer hold a charge. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).